Event description:
It was reported that the procedure was to treat a renal artery. An unspecified herculink stent was implanted; however, migrated to another vessel and had to be snared. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported stent migration; however, the subsequent removal of foreign body and unexpected medical intervention appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI is unknown because the part/lot number were not provided.